Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was experiencing a motor problem on the insulin pump. Customer's blood glucose was 90 mg/dl at the time of the incident. Caller stated that the drive support cap appears normal. Caller reported a motor position encoder error alarm. Caller was advised that the insulin pump will need to be replaced and to have the customer discontinue use of the pump. Caller was advised to have the customer revert to a back-up plan.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, rewind, basic occlusion, prime and displacement tests. The pump was received stuck in the motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. Unable to perform the unexpected restart error, occlusion, and excessive no delivery alarm tests due to the motor error alarms. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.